Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a plastic object that was blocking the rack pushrod, making it difficult to remove the cartridge. Customer removed the obstruction and was able to successfully reload the cartridge and resume insulin therapy. Customer's blood glucose level was 250 mg/dl.